Event description:
Customer reported that pump was turned on, but the screen failed to display anything despite attempts to reset. There was no adverse impact to the customer's blood glucose level. Customer experienced difficulty interacting with pump due to display issue, leading tandem technical support to send a replacement pump. Customer was instructed to utilize a backup therapy and return the malfunctioning pump to avoid charges. Customer was also advised on programming settings into the new pump and understood all instructions provided.